Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had gone to a black screen. A field service engineer tested the voltage and connections and found that all in one (aio) was bad, but the communication sled and power supply were working properly. The fse replaced the hard drive, swapped all in one (aio) with a different station, and put all pcis (peripheral component interconnect) on the new hard drive. The fse made sure it was online and in remote smart service as well. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had gone to a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.